Event description:
Reporter alleged segments were missing form the blood glucose monitoring device display. It was stated customer was unable to read the 1st morning glucose test at 10 am so took normal medications as well as had some food. Reporter stated when going in for a doctors' appointment unrelated to diabetes at 11:00 am customer felt high while still being at the clinic at 2 pm. Reporter indicated the clinics' reading was 500 mg/dl so customer was given a shot of insulin and an IV of unkown contents. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.